Manufacturer narrative:
On 03-dec-2015, a field service engineer (fse) rebuilt the injection valve and found set screw loose on fork set screw, where the screw was tightened and the needle was replaced. The fse also replaced sample loop and small syringe and ran sample with normal total areas. Customer ran quality controls and patient samples and all total areas were within range. The customer ran patient samples and total areas within specifications. The fse updated s/w to version 5.23 and set m option bit for bcr. An order was placed for a special venting needle to be delivered to the customer to address the higher than normal and lower than normal rate. No further action required by field service. The most probable cause of the reported event was a bad sampling needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer called to report receiving low total areas. The customer reports seeing air bubbles in the r-4 line upper left side of g8, and air bubbles in tubing behind the sample needle. The waste jug was emptied and no fluid was seen. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.